Event description:
The device was applied during a low anterior resection procedure. Reportedly, the instrument did not fire properly. The hosp did not provide any further info.

Manufacturer narrative:
The device was not returned to the MFR for evaluation.